Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received stated that the debris remains in the body. The patient is still under observation.

Event description:
Additional information was received indicated that the patient is still under observation. The debris remains in the body.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the primary surgery was performed for oa with the inserter shaft. In the primary surgery, the inserter shaft was broken, and the fragment was remained in the patient. In the primary surgery, the surgeon couldn¿t notice it, and after the surgery, he noticed it. At the decision of the surgeon, he didn¿t remove it and had been following up the patient. On (B)(6) 2021, it was confirmed that the fragment was out of the stem, but the surgeon decided to continue following up the patient. No further information is available.